Manufacturer narrative:
Reason for reoperation will be lymphoma. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a case of ¿bia-alcl¿ for an unspecified side. Pathological markers were not provided. Device remains implanted.